Event description:
It was reported that the customer tried to download a carelink remote event into paceart for an individual patient and received an error that it failed. She tried to download it again and received a message that there was no new test information. Paceart could not match the data with a patient record. The technical support personnel instructed user to make sure that the patient's device model and serial number were correct. Then the problem was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the customer tried to download a carelink remote event into paceart for an individual patient and received an error that it failed. She tried to download it again and received a message that there was no new test information. Paceart could not match the data with a patient record. The technical support personnel instructed user to make sure that the patient's device model and serial number were correct. Then the problem was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further analysis of the event prompted a change in the conclusion code. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the customer tired to download a carelink remote event into paceart for an individual patient and received an error that it failed. She tried to download it again and received a message that there was no new test information. Paceart could not match the data with a patient record. The problem was resolved. No patient complications have been reported as a result of this event.